Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: 454mg/dl and 77mg/dl. In the 500's mg/dl and 171mg/dl no quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.